Manufacturer narrative:
The reported interject injection therapy needle device was received., and evaluated. The reported issue of the needle tip being bent was not able to be confirmed. A visual and functioning evaluation was performed. The device functioned while held straight and while held in a figure eight position. The needle was found to extend to the point that the inner extrusion was visible past the outer extrusion, which is within the manufacturing specifications. The needle was not bent. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was intended for use during an esophagogastroduodenoscopy procedure. According to the complainant, the tip of the interject sclerotherapy needle was examined after removing it from within the package. The tip of the needle was found to be bent. There was no damage to the packaging noted. This device was not used within the patient, and a second interject injection therapy needle was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was intended for use during an esophagogastroduodenoscopy procedure. According to the complainant, the tip of the interject sclerotherapy needle was examined after removing it from within the package. The tip of the needle was found to be bent. There was no damage to the packaging noted. This device was not used within the patient, and a second interject injection therapy needle was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.